Manufacturer narrative:
(B) (4): the device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. (B) (4)

Event description:
The complainant reports an under delivery. The reporter indicated that the intended amount was 1000ml with a set rate of 95ml/hr. However, after 8 hours, the reporter indicated that the pump was checked, and it was apparent that no feeding had been delivered.